Manufacturer narrative:
The reported issue was confirmed. The device was evaluated. Electrical overstress noted at the connection between the power inlet module and the ac main voltage circuit card connectors. The ac main circuit card was replaced. The device passed all applicable testing and is ready for use. It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided" a DHR review is not required for this complaint. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was calibrated and got an error 80 (non recoverable system error) expected was 6 and actual 28, it was also getting an error 2 (low flow) expected -7.0 actual -0.03 and device kept getting an alert 45 (ac power lost) after reboot. Per investigator notification received on 29jun2023, it was reported that the device primed circulation pump to allow autofill, electrical overstress noted at the connection between the power inlet module and the ac main voltage circuit card connectors, 24 volt power supply circuit card failed during 45 hour burn in, double bend tube and the chiller evaporator outlet tube found expanded during servicing, tank seals found lifted from tank and the circulation pump motor had seized bearings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was calibrated and got an error 80 (non recoverable system error) expected was 6 and actual 28, it was also getting an error 2 (low flow) expected -7.0 actual -0.03 and device kept getting an alert 45 (ac power lost) after reboot.per investigator notification received on (B)(6) 2023, it was reported that the device primed circulation pump to allow autofill, electrical overstress noted at the connection between the power inlet module and the ac main voltage circuit card connectors, 24 volt power supply circuit card failed during 45 hour burn in, double bend tube and the chiller evaporator outlet tube found expanded during servicing, tank seals found lifted from tank and the circulation pump motor had seized bearings.